Manufacturer narrative:
When investigation is completed, a f/u report will be sent to the FDA. (B)(4).

Event description:
The customer reported that the marker from the previous examination was seen in next image, which might lead to potential misdiagnosis.